Event description:
The customer reported at 8:27 am she activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows: see scanned table. 11:19 am the pod was deactivated. She noticed the cannula was no longer inserted into her skin and it was also kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.